Manufacturer narrative:
On (B)(6) 2020 immucor technical support used a remote electronic connection method to review test records from the relevant run on the galileo echo v2.0 instrument serial number (B)(4). No errors were noted during processing. The immucor internal record number for this report is pr#(B)(4).

Event description:
On (B)(6) 2020 a customer reported an unexpected negative antibody screen result on the galileo echo v2.0 instrument. Following the negative screen the patient received two units of rbcs and a delayed serological reaction was noted.